Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary service and repair evaluation: the customer reported the 05.000.008, hand piece for battery powered driver was not working in reverse. The repair technician reported the device ran low in fast forward and forward, did not run in reverse, the wires and membrane vent was discolored, barriers had brown residue, white and tan residue was present on housing and switch plate, rust was present on motor and cosmetic test was failed. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, set and cam screw, shrink tubing, motor/gearhead, membrane switch/flex circuit, membrane vent and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection on 08-june-2022 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history part #: 05.000.008 synthes lot #: 007929 supplier lot #: 007929 release to warehouse date: 22 oct 2020 suppliers: triangle manufacturing no ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2022, that during weekly inspection several hand pieces were removed from set due to performance issues. It is unknown when the issue was observed. There were no reports of injuries, medical intervention or prolonged hospitalization. There was no patient involvement. This is report 3 of 3 for (B)(4). This report is for a hand piece.